Event description:
It was reported that device explanted another device requiring additional intervention. The target lesion was located in distal left circumflex artery. A 24 x 2.75 promus premier select drug-eluting stent was advanced but resistance was encountered. During withdrawal, the device was caught on a stent previously implanted at the ostial left anterior descending artery (lad). The lad stent was attached to the device and both were withdrawn together. A 3.0x32mm promus premier select stent was implanted at the ostial-proximal lad. The procedure was completed with no patient complications reported. The patient status was stable. It was further reported that the target lesion was 80% stenosed, moderately tortuous, and moderately calcified. There was a difficulty advancing the device over the guidewire. Multiple attempts were made to position the stent but it failed to cross the old stent.

Event description:
It was reported that device explanted another device requiring additional intervention. The target lesion was located in distal left circumflex artery. A 24 x 2.75 promus premier select drug-eluting stent was advanced but resistance was encountered. During withdrawal, the device was caught on a stent previously implanted at the ostial left anterior descending artery (lad). The lad stent was attached to the device and both were withdrawn together. A 3.0x32mm promus premier select stent was implanted at the ostial-proximal lad. The procedure was completed with no patient complications reported. The patient status was stable.

Event description:
It was reported that device explanted another device requiring additional intervention. The target lesion was located in distal left circumflex artery. A 24 x 2.75 promus premier select drug-eluting stent was advanced but resistance was encountered. During withdrawal, the device was caught on a stent previously implanted at the ostial left anterior descending artery (lad). The lad stent was attached to the device and both were withdrawn together. A 3.0x32mm promus premier select stent was implanted at the ostial-proximal lad. The procedure was completed with no patient complications reported. The patient status was stable. It was further reported that the target lesion was 80% stenosed, moderately tortuous, and moderately calcified. There was a difficulty advancing the device over the guidewire. Multiple attempts were made to position the stent but it failed to cross the old stent.

Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 24 x 2.75mm stent delivery system. The device was returned with the stent damaged on its entire length. Stent struts from the proximal to mid stent regions were lifted from their crimped position, bunched, and pulled distally over the distal balloon cone. A review of the manufacturing stent profile data was performed and the stent was within max crimped stent profile measurement. The balloon could not be reviewed as the stent was covering both balloon cones. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple kinks along the length of the shaft polymer extrusion. The device failed to track over a 0.0140 inch test guidewire due to the extent of the inner shaft polymer extrusion damage. No other issues were identified during the product analysis.